Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that son insulin pump had damage. Customer's blood glucose at time of incident was 4.9 mg/dl. Customer's mother reported that her son had fallen onto his desk very hard exactly where the pump was. Customer's mother stated pump is now alarming and flashing and battery change did not help. Customer stated that pump will not react to any button presses. The customer was advised we will replaced the pump and return and to revert to backup plan.